Event description:
The pt's family member called to report two instances when the pump did not alarm. They realized that the pump had been halted. This pt's blood glucose had been high. When asked if there was any sound when priming, etc., they said there had been none.